Event description:
The initial reporter stated they received questionable positive results for an unspecified number of patient samples tested for multiple parameters on a cobas e 801 analytical unit. The results for the following assays were affected: elecsys hiv duo, elecsys hbsag ii, and elecsys anti-hbc ii.an example of data for one patient sample was provided.this sample resulted in the following values when tested on e 801 analyzer:hbsag = 7.33 coi, 5.62 coi, 8.00 coi, 0.547 coianti-hbc = 0.00318 coi, 0.00298 coi, and 0.00295 coi on (B)(6) 2026. 2.31 coi on (B)(6) 2026. This sample resulted in the following values when tested on an architect analyzer:anti-hbc = 0.28 s/co on (B)(6) 2026.

Manufacturer narrative:
The hiv duo reagent lot number is 88832204, with an expiration date of 30-apr-2027. The hbsag reagent lot number is 90551703, with an expiration date of 31-may-2027. The anti-hbc reagent lot number is 88616502, with an expiration date of 30-nov-2026. A review of alarm trace data showed multiple alarms indicating measuring cell and sample probe issues. The field service engineer determined the main water pump was clogged. Pressure varied from the main water pump and gear pump. The sample probe was losing tips due to low pressure. The system was decontaminated and the degasser tank was replaced. After cleaning, there were no more deposits near the main water pump. The main water pump had black abrasion in the tubing and this was cleaned. The investigation determined the service actions resolved the issue. The issue was related to a failure of the degasser tank. Medwatch field e1 initial reporter establishment name - the full facility name was provided as (B)(6) .